Manufacturer narrative:
The reported event of dislodgement was not confirmed. The device was returned for analysis in two pieces. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
New information received notes lead was explanted and replaced on 29 jul 2020. Patient was discharged after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a hospital due to an unrelated ventricular tachycardia episode. An x-ray was performed during this visit and their left ventricular was observed to be dislodged. Lead was programmed off. No patient symptoms were connected to the lead dislodgement. Patient condition after the event was stable.